Manufacturer narrative:
A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Awaiting evaluation of the device to determine root cause. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned for evaluation visual examination confirmed the reported complaint- the expedium quick-connect si polyaxial screwdriver [product code: 2797-12-400] could not be manually released from the expedium ti cortical polyaxial screw [product code: 1867-27-745]. In order to remove the screwdriver from the screw, both the driver and the screw were clamped and the screwdriver sleeve was twisted counterclockwise. This was done to preserve the device integrity. Once the screwdriver was removed it was observed that the distal tip was fractured. The screwdriver was sent for fracture analysis. The screw¿s hexalobe feature-this is the feature that mates with the distal tip of the screwdriver- was deformed. The threads of the polyaxial tulip head remained intact. A trend analysis was conducted. No further actions from trending analysis are required. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause for the distal tip for the expedium quick-connect si screwdriver breaking cannot be positively determined. A probable root cause may be likely that the screwdriver tip was broken prior to inserting the driver into the returned polyaxial screw, as there was no metal debris detected inside the polyaxial screw or evidence to show that the tip of the driver broke off into the screw head. However, fracture analysis suggests that the expedium quick-connect si screwdriver underwent torsional failure. Optical imaginary suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of awareness should be april 15 and not the date the complaint was received on march 3rd as there was no awareness to the broken tip at that point. Broken tip was discovered during device evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cfx screw can not removed from screwdriver. Surgery was finished with substitute instruments / implants. During the evaluation of the driver when the screw was removed from the screwdriver it was noted that the driver tip was fractured. Based on available additional information MDR decision will be re-evaluated. Complaint is a reportable malfunction. Instrument tip breakage has been known to result in the tip of the instrument remaining in the patient and poses an increased risk of implant corrosion.